Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was removed with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 8mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was removed with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.